Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that she was missing the test strips and lancets from her onetouch verio iq meter kit. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that she noticed the products were missing on (B)(6) 2015 between 1-1:30pm. The patient informed the csr that she manages her diabetes insulin (novorapid and levemir). It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient denied developing any symptoms as a result of the alleged issue however reported treating herself with food and/or drink when the alleged issue occurred. The patient claimed she did not perform blood glucose tests on any other device. At the time of troubleshooting, the csr confirmed the closure seal on the packaging was intact prior to opening. The csr educated the patient on the correct box contents that come with the meter kit, and confirmed there were missing products. Replacement products were sent to the patient. Based on the information provided, there is no indication that the meter issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.